Event description:
It was reported that the patient presented to the emergency room following a syncopal episode. The implantable cardioverter defibrillator (ICD) identified a fast ventricular tachycardia (vt) episode. Anti-tachycardia pacing failed to terminate the episode. The patient received a 20j shock and the episode was terminated. Sensing/impedance trends had been within normal range. Additional information identified in the manufacture¿s data base indicated the patient died 9 days following this event (approximately 6 months post implant of the ICD and almost 8 years following the implant of the right atrial (ra) and right ventricular (rv) leads). A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4). Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2012 (B)(6); 694758 implantable tachy lead implanted: 2004 (B)(6).

Manufacturer narrative:
Additional information was received from hospital medical records that on the date of death the patient was at home, shouted out and then became unconscious and fell out of bed. The patient's wife called 911. When paramedics arrived the patient had a pulse and blood pressure initially. The paramedics were unable to intubate the patient and an oral airway was obtained. The patient was pulseless upon arrival to the emergency department. The patient was in pulseless electrical activity (pea). Resuscitation measures were performed. The patient had a wide complex rapid tachycardia (thought to likely be vt). The patient was treated with amiodarone and shocked. The patient went into pea again with a paced rhythm that was non-perfusing. The patient's blood pressure returned with a pulse. The patient became hypotensive and was treated with pressors. Per the patient's family, the patient was placed on comfort care measures and lifesaving efforts were discontinued. The patient died shortly after in the emergency department. It was reported that the patient had a history of cardiac disease and had a severely limited ejection fraction. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.